Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp device was inserted through the right femoral artery in a patient with cardiogenic shock. During support, red-colored urine was observed and hemolysis was suspected, prompting device repositioning. Two days later, the patient developed renal failure and dialysis was initiated. The patient remained on impella support for an additional seven days, recovered, and the device was successfully removed.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Upon review, it was identified that the initial reporter state (e1) was inadvertently omitted in error from initial report. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.